Event description:
It was further reported that residual stenosis was 0% after taxus stent implantation. Angioplasty to the ostium of the diagonal was also performed with 50% residual stenosis. The site learned that the pt was hospitalized 19 days post index procedure but no documents are available from that hospitalization. Per investigator summary, the pt died w hile participating in the telephone follow up stage of the study. The death certificate states that the death date was 32 days post index procedure and the cause of death was septic shock. "It appear from the timing of the event that it is unlikely related to the taxus stent or study procedures" (per investigator summary). No autopsy was performed. No further information is available.

Event description:
Clinical study #152-035. It was reported that 32 days after a coronary artery drug eluting stenting treatment procedure the patient expired. The index procedure treated one target lesion. Target lesion 1 was a 2.5 mm vessel diameter, 70% stenosed region of the mid left anterior descending artery (lad). The target lesion was 7.0 mm long and had mild calcification. The physician direct stented the lesion with one taxus express2 8.8% 2.5x20 mm (lot 7213134) drug eluting stent without complication. The drug eluting stent was post dilated after deployment. The patient was discharged from the hospital on day post index procedure receiving asa and plavix. The site reported that the patient expired due to respiratory failure 32 days post index procedure. In the opinion of the physician there was no relationship between the event and the target vessel.